Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient and orders are not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient details and orders were not transferring. The technical support specialist (tss) verified a sample patient and confirmed that the details appeared correctly on the server. The station was found to be in critical override mode, manually enabled by the site. Es services were running as expected, and a downtime query showed current messages. A ping test between the server and station revealed no connection issues. During troubleshooting, the server auto-rebooted twice. The customer informed the tss that earlier patch installations had caused issues with pulling medications. However, the installation was completed, and the customer confirmed that medications could be pulled without any problems. The system functioned as intended after the field service engineer repaired the device.